Event description:
It was reported that the system controller alarmed with a low voltage advisory on fully charged batteries and on the mobile power unit (mpu), but only on the white cable. The system controller would be exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the issue resolved with the system controller exchange.

Manufacturer narrative:
Section d4: model number, catalog number, primary UDI and lot number corrected manufacturer¿s investigation conclusion: the reported event of atypical low voltage alarms was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis, and log files were not submitted for review. Additional provided information stated that the issue resolved with a system controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G section 10 and heartmate 3 instructions for use (IFU) (rev. A) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event